Event description:
A peritoneal dialysis (pd) pt's contact called technical services and reported that the pt had expired and wanted the equipment returned. The pt's clinic confirmed the pt died while in hospice care on (B)(6) 2014. Med records have been requested.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.